Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 sensor. The customer observed a "replace sensor" message on the third day of wear and experienced symptoms described as "unable to speak", profuse sweating, and rising blood pressure. Customer had contact with a healthcare provider who obtained a laboratory blood glucose result of 15.1 mmol/l and customer was administered novorapid insulin for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 sensor. The customer observed a "replace sensor" message on the third day of wear and experienced symptoms described as "unable to speak", profuse sweating, and rising blood pressure. Customer had contact with a healthcare provider who obtained a laboratory blood glucose result of 15.1 mmol/l and customer was administered novorapid insulin for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.